Event description:
This concerns the bd magni-guide , a syringe guide and magnifier I purchased from (B)(6). The unit I received may just be defective, but I've emailed them 5 times and they've never responded. So I'm assuming it's made properly and it is endangering people's lives. I use this bd product with bd bottles of insulin. If I put the syringe in the magni-guide, the barrell flange hits the top of the magnifier and the needle does not get into the bottle far enough to get any insulin. I know this because I've twice pulled the plunger to get insulin and then emptied the syringe into my hand - empty both times. Then I realized they are selling this device to people with vision problems. The insulin is clear and they most likely can't see that there is nothing in the syringe and may think they are injecting the proper dosage of medicine. If they are not getting any insulin, their lives would be in danger.